Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
Previous patient code/codes (1690, 1930, 2225, 3191: "wound exploration" and "debridement") were reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2006 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2006 through (B)(6) 2014; from (B)(6) 2014 through (B)(6) 2015 were not provided. Patient information: medical history: methicillin resistant staphylococcus aureus infection; smoker; gastroesophageal reflux disease; diabetes mellitus; ¿super-morbid obesity¿; ­ (B)(6) 2006: 300lbs; bmi 48.4; ­ (B)(6) 2015: 270lbs; bmi 43.6; melanoma. Prior surgical procedures: 1981: laparotomy; 1984: hysterectomy; donor nephrectomy. Implant preoperative complaints: (B)(6) 2006: ¿the patient previously underwent a donor nephrectomy. She developed a ventral hernia in the upper midline incision and presents for laparoscopic repair.¿ implant procedure: laparoscopic ventral hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 04212718/1dlmcp04, 15cm x 19cm x 1mm, oval] implant date: (B)(6) 2006. Description of hernia being treated: ¿the contents of the abdomen were inspected. There was an obvious midline ventral incisional hernia. There were a few omental attachments. These were taken down using scissor electrocautery. The fascial defect was measured and found to be about 5 x 5.¿ implant size and fixation: ¿an appropriate size of gore-tex dualmesh was chosen, fashioned into the right size and shape so that there was at least 3 cm of coverage of the fascial defect circumferentially. The 2-0 prolene tacking sutures were placed in each corner of the mesh, and the mesh was then placed into the abdomen, and pneumoperitoneum dropped down to 8 to 10 mmhg. The mesh was placed in proper position and orientation. The transabdominal sutures were placed using the laparoscopic gore suture passer. These were tied down, and protacks were placed circumferentially around the mesh, appropriately 1 cm apart. The mesh was in excellent position and was completely taut next to the abdominal wall. There were no folds or loose ends to the mesh, and four additional transabdominal sutures consisting of 0 gore-tex sutures were placed to bisect the previously-placed four corner sutures. These were also tied.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2014: laparoscopic sleeve gastrectomy over 36-french bougie dilator, esophagogastroduodenoscopy, bilateral subcostal on-q pain placement to assist with postoperative pain control, lysis of adhesions. ¿there did not appear to be an obvious recurrence. There appeared to be a sheet of whitish mesh. No definite recurrent hernia. Once the adhesions had been lysed, a 5mm trocar was placed in the right lateral abdominal position and as high as feasible I placed a 15 mm trocar to the right of midline. It did go through the previous mesh. Through a stab incision in the epigastrium, a nathanson retractor was used to elevate the left lobe of the liver. There was no evidence of hiatal hernia.¿ ¿the subtotal gastrectomy specimen was placed into a large retrieval bag and withdrawn and placed on a separate mayo stand. It was a larger than average specimen. The sleeve was submerged under saline. I performed upper endoscopy. I was able to advance the endoscope into the duodenum. No air bubbles or leaks were seen, no bleeding from the staple line, no narrowing at the angularis, no hiatal hernia or barrett¿s esophagus and the endoscope was withdrawn. I inspected the subtotal gastrectomy specimen. Staples were all well formed confirming laparoscopic findings. There appeared to be diffuse significant gastritis and it was sent to pathology for permanent section.¿ explant preoperative complaints: (B)(6) 2015: ¿this is a 67-year-old morbidly obese white female status post laparoscopic ventral hernia repair with gore-tex mesh by dr (B)(6) in 2007. Apparently immediately after surgery, she developed diffuse flushing edema requiring decadron. I performed an uneventful laparoscopic sleeve gastrectomy on her in june. The 15 mm trocar did go through the mesh. She presented a few weeks ago with a wound infection that was incised and drained. Pus returned. It was unusual staph, but sensitive to all antibiotics tested and she has been on keflex and dressing changes. She continues to have a large indurated knot on her abdomen underneath the open incision which is about an inch where the old sleeve gastrectomy incision was present. There is no surrounding erythema, but there is tenderness and discomfort with packing.¿ explant procedure: wound exploration, incision and drainage of abscess, removal of ¿infected gore-tex mesh¿ and debridement of surrounding soft tissues. Explant date: (B)(6) 2015: wound classification: ¿dirty case¿. ¿I extended the horizontal incision more medially and slightly more laterally based on the indurated mass extending about 7 cm or so. This was deepened through subcutaneous tissue and a pus pocket was entered. It was milky and yellowish-gray with no foul odor. I opened up the capsule along the length of the incision and immediately noted was gore-tex mesh. I was able to remove most of the mesh with gentle traction. There were quite a few metal circular protacks as well as some prolene type sutures and some gore-tex type sutures. I made sure I removed all the mesh and all the visible protacks. There was a nice smooth glistening surface underneath this. No visible hernia, although likely this was mostly scar tissue. The mesh extended inferiorly for about 8-10 cm and I felt that this would not be well packed. Therefore, I made a t type incision from the center extending to the base of the abscess cavity. I then d¿brided [sic] a lot of the thickened foreign body reaction and encountered a few more protacks which were removed.¿ relevant medical information: (B)(6) 2015: pathology: ¿received in formalin labeled infected mesh and surrounding soft tissue consists of a 12.0 x 6.0 x 6.0 portion of gray/tan mesh containing several pieces of silver metal wire.¿ ¿sections show surface are of epithelial erosion with acute inflammation intermixed with chronic inflammation and foreign body reaction. Foreign material is identified within the soft tissue. The acute inflammation appears primarily superficial with the deeper inflammation appearing mostly chronic.¿ (B)(6) 2015: microbiology, abdominal abscess: ¿light growth staphylococcus lugdunensis.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively an unresolved infection may require removal of the device. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04212718. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, removal, additional surgery, wound exploration, drainage of abscess, debridement. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 5/16/2006, including records for nephrectomy, were not provided. On (B)(6) 2006: (B)(6) md, resident. Operative report. Pre/postop diagnosis: ventral hernia. Operations/procedures: laparoscopic ventral hernia repair with mesh. Findings: ¿approximately 5 cm x 5 cm fascial defect. Indications for procedure: the patient previously underwent a donor nephrectomy. She developed a ventral hernia in the upper midline incision and presents for laparoscopic repair. Description of procedure: informed consent was obtained and placed on the chart. The patient was taken to the operating room and placed in the supine position on the operating table. After adequate general anesthesia had been achieved, the patient¿s abdomen was prepped and draped in a standard sterile fashion. Pneumoperitoneum was achieved through a stab incision in the left upper quadrant and using the veress needle. The 5-mm optiview trocar was then placed in the left lateral position, followed by two additional 5-mm trocars, the first superior and the second inferior to the optiview trocars. Each of these additional trocars was placed under laparoscopic visualization, and the middle port was upsized to a 12-mm size. The contents of the abdomen were inspected. There was an obvious midline ventral incisional hernia. There were a few omental attachments. These were taken down using scissor electrocautery. The fascial defect was measured and found to be about 5 x 5. An appropriate size of gore-tex dualmesh was chosen, fashioned into the right size and shape so that there was at least 3 cm of coverage of the fascial defect circumferentially. The 2-0 prolene tacking sutures were placed in each corner of the mesh, and the mesh was then placed into the abdomen, and pneumoperitoneum dropped down to 8 to 10 mmhg. The mesh was placed in proper position and orientation. The transabdominal sutures were placed using the laparoscopic gore suture passer. These were tied down, and protacks were placed circumferentially around the mesh, appropriately 1 cm apart. The mesh was in excellent position and was completely taut next to the abdominal wall. There were no folds or loose ends to the mesh, and four additional transabdominal sutures consisting of 0 gore-tex sutures were placed to bisect the previously-placed four corner sutures. These were also tied. The laparoscopic instruments and trocars were removed and the abdomen deflated. The 12-mm port site on the left lateral side was closed with a 0 vicryl in figure-of-8 fashion. The skin incisions of the trocars were closed with 4-0 monocryl in subcuticular fashion. Steri-strips were placed over these incisions and the remainder of the stab incisions used for the transabdominal suture placement. The patient tolerated this procedure well. There were no intraoperative complications. The patient was awakened from general anesthesia, extubated, and returned to the recovery room in stable condition.¿ on (B)(6) 2006: (B)(6) center. Preop nursing record. Wt 300lbs, hx mrsa, postop n/v, ex-smoker quit 1 year ago, gerd. Implant record. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04212718. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/04212718) was implanted during the procedure. Records between 5/16/2006 and 6/4/2014 were not provided. On (B)(6) 2014: (B)(6), md. Operative report. Pre/postop diagnosis: super-morbid obesity with multiple comorbidities. Procedures performed: laparoscopic sleeve gastrectomy (85% subtotal vertical gastrectomy) over a 36-french bougie dilator, esophagogastroduodenoscopy, bilateral subcostal on-q pain placement to assist with postoperative pain control, lysis of adhesions. Specimens: subtotal gastrectomy to pathology. Complications: none. Indications: ¿this is a 66-year-old super-morbidly obese white female who presents for elective laparoscopic sleeve gastrectomy. She has undergone our extensive preoperative education, teaching, and consent process. Everything is in order and she wishes to proceed. She has a history of amputation and is nonambulatory and received a preoperative ivc filter. She also has a history of laparoscopic ventral hernia repair with mesh at UK in 2007. Description of procedure: the patient was brought to the operating room and placed supine upon the operating room table. One scd hose was placed. She underwent uneventful general endotracheal anesthesia per the anesthesiology staff. She received IV levaquin and vancomycin and subcutaneous lovenox and her abdomen was prepped and draped with chloraprep in a sterile fashion. Later in the case, it was found out that she was mrsa testing negative x2. The peritoneal cavity was entered in the upper abdomen to the left of midline using an 11mm trocar and an optiview technique and the abdomen insufflated to a pressure of 15mmhg with c02 gas. Exploratory laparoscopy revealed extensive adhesions of the omentum and adjacent to the area of the entrance site and along the falciform ligament and right upper quadrant and lower abdomen. An angled laparoscope was used. Under direct visualization, an 11mm trocar was placed in the left midabdomen and a 5 mm trocar was placed in the left subcostal position. The liver incidentally had a nutmeg appearance but was smooth and only mildly enlarged. Using the ligasure, adhesions were taken down around the original 11 mm trocar site as well as to the falciform and the right upper quadrant, taking down as much adhesions as necessary to performed [sic] the sleeve gastrectomy. The majority of adhesions were left intact. There did not appear to be an obvious recurrence. There appeared to be a sheet of whitish mesh. No definite recurrent hernia. Once the adhesions had been lysed, a 5mm trocar was placed in the right lateral abdominal position and as high as feasible I placed a 15 mm trocar to the right of midline. It did go through the previous mesh. Through a stab incision in the epigastrium, a nathanson retractor was used to elevate the left lobe of the liver. There was no evidence of hiatal hernia. Beginning approximately two-thirds of the way around the greater curvature of the stomach, the gastrocolic vessels were divided with the ligasure device. This proceeded proximally taking down all the short gastric vessels and exposing the left crus along its length. There were no posterior hernias or lipomas. Gastrocolic vessels were then divided medially to 5 cm proximal to the pylorus. There were some filmy adhesions of the posterior stomach to the pancreas which were divided sharply. The anesthesiology staff passed a 36-french blunt-tip bougie dilator which was manipulated along the lesser curvature into the distal antrum. The 85% subtotal vertical sleeve gastrectomy was then performed over the 36-french bougie dilator using an echelon 60 mm articulating electric stapler. The first firing was a black load, the next 5 firings green loads. All included dual absorbable veritas peri-strips. The bougie dilator was removed. The sleeve was performed such that it was uniform in size, no hour glassing or narrowing especially at the angularis, and the final firing was done a centimeter away from the angle of his to hopefully avoid incorporating esophageal fibers. The subtotal gastrectomy specimen was placed into a large retrieval bag and withdrawn and placed on a separate mayo stand. It was a larger than average specimen. The sleeve was submerged under saline. I performed upper endoscopy. I was able to advance the endoscope into the duodenum. No air bubbles or leaks were seen, no bleeding from the staple line, no narrowing at the angularis, no hiatal hernia or barrett¿s esophagus and the endoscope was withdrawn. I inspected the subtotal gastrectomy specimen. Staples were all well formed confirming laparoscopic findings. There appeared to be diffuse significant gastritis and it was sent to pathology for permanent section. Irrigation fluid was suctioned free. The omentum was sutured to the sleeve staple line along its entire length using running 2-0 v-loc absorbable suture. The nathanson retractor was removed. Through separate stab incisions, bilateral subcostal on q pain pump catheters were tunneled under direct visualization and each bloused with 10 ml of 0.25% marcaine plain to assist with postoperative pain control. The fascia and mesh in the 15 mm trocar site incision were closed with a horizontal mattress of 0 vicryl suture placed with a suture passer under direct visualization and tying the know extracorporeally. I did infiltrate the lateral fascia lateral to the mesh with local anesthetic. The remaining trocar were removed under direct visualization. There was no bleeding noted from their sites. The subcutaneous tissue in the 15 mm incision was irrigated with saline and closed with a figure-of-8 2-0 vicryl plus suture. The skin in each incision was closed using 3-0 monocryl plus in a subcuticular stitch followed by sure+close. The patient tolerated the procedure well without complication and was taken to the recovery room in stable condition.¿ records between 06/04/14 and 3/12/2015 were not provided. On (B)(6) 2015: (B)(6), md. Operative report. Preop diagnosis: wound infection. Postop diagnosis: infected mesh with abscess. Procedures performed: wound exploration, incision and drainage of abscess, removal of infected gore-tex mesh and debridement of surrounding soft tissues. Specimens: pus for gram stain and culture, aerobic, anaerobic, fungal, afb. Mesh and surrounding soft tissue to pathology. Complications: none. Indications for procedure: this is a 67-year-old morbidly obese white female status post laparoscopic ventral hernia repair with gore-tex mesh by dr. (B)(6) in 2007. Apparently immediately after surgery, she developed diffuse flushing edema requiring decadron. I performed an uneventful laparoscopic sleeve gastrectomy on her on (B)(6). The 15 mm trocar did go through the mesh. She presented a few weeks ago with a wound infection that was incised and drained. Pus returned. It was unusual staph, but sensitive to all antibiotics tested and she has been on keflex and dressing changes. She continues to have a large indurated knot on her abdomen underneath the open incision which is about an inch where the old sleeve gastrectomy incision was present. There is no surrounding erythema, but there is tenderness and discomfort with packing. Risks, benefits and alternative therapies were discussed with the patient and she wished to proceed with wound exploration and more wide-open drainage. She understands that ultimately the mesh may become infected and may require removal and could leave her with incisional hernias, etc. Description of procedure: ¿the patient was brought to the operating room and placed supine upon the operating room table. She underwent uneventful general lma anesthesia per the anesthesiology staff and her abdomen was prepped and draped with a scrub prep and ioban was used as well. I extended the horizontal incision more medially and slightly more laterally based on the indurated mass extending about 7 cm or so. This was deepened through subcutaneous tissue and a pus pocket was entered. It was milky and yellowish-gray with no foul odor. I opened up the capsule along the length of the incision and immediately noted was gore-tex mesh. I was able to remove most of the mesh with gentle traction. There were quite a few metal circular protacks as well as some prolene type sutures and some gore-tex type sutures. I made sure I removed all the mesh and all the visible protacks. There was a nice smooth glistening surface underneath this. No visible hernia, although likely this was mostly scar tissue. The mesh extended inferiorly for about 8-10 cm and I felt that this would not be well packed. Therefore, I made a t type incision from the center extending to the base of the abscess cavity. I then d¿brided [sic] a lot of the thickened foreign body reaction and encountered a few more protacks which were removed. Now the wound was opened up nicely. All areas were opened and easily packed. Hemostasis was achieved with cautery and 1 area of muscular bleeding was controlled with a figure-of-eight 2-0 vicryl suture. The wound was irrigated and packed open with saline moistened kerlix followed by a dry sterile dressing. The patient tolerated the procedure well without complication and was taken to the recovery room in stable condition.¿ on (B)(6) 2015: (B)(6) lexington. Intraoperative record. Wt 270 lbs, asa 3. Does patient have diabetes: yes. Specimens: abdominal wall abscess for culture; infected mesh and surrounding soft tissue for permanent [sic]. On (B)(6) 2015: (B)(6), md. Surgical pathology report. Accession#: s15-2719. Clinical diagnosis and history: the working history is abdominal wall abscess. Final diagnosis: soft tissue from abdominal wall: acute and chronic inflammation with foreign body resection. Specimen received: soft tissue misc. Gross description: received in formalin labeled infected mesh and surrounding soft tissue consists of a 12.0 x 6.0 x 6.0 portion of gray/tan mesh containing several pieces of silver metal wire. Also received in the same container is a 9.0 x 9.0 x 4.0 cm aggregate of red/pink fibrofatty soft tissue. Representative sections of the fibrofatty tissue are submitted in one cassette. Microscopic description: sections show surface are of epithelial erosion with acute inflammation intermixed with chronic inflammation and foreign body reaction. Foreign material is identified within the soft tissue. The acute inflammation appears primarily superficial with the deeper inflammation appearing mostly chronic. There is no evidence of neoplasm. On (B)(6) 2015: (B)(6) lexington. Microbiology. Specimen: abscess. Source: abdominal. Status: final. Abdominal wall abscess swabs. Gram stain: occasional wbc¿s, rare gram-positive cocci. Isolate: light growth staphylococcus lugdunensis. Culture anaerobe: culture result: no anaerobes isolated. Afb culture: afb smear: no acid-fast bacilli seen on concentrated smear; no afb isolated at 6 weeks. Fungal culture result: no fungus isolated at 6 weeks. Fungal gms stain: no yeast or hyphal elements seen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.